Event description:
Complainant alleged that during incoming inspection, the device failed leakage current testing. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The device was not returned to zoll medical corporation for evaluation, instead it was evaluated by a zoll approved service provider. The customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The customer declined repairs. Analysis for reports of this type has not identified an increase in trend.